Manufacturer narrative:
The investigation results will be provided in the final report

Event description:
It was reported the patient's ipg has reached it's end of life. Surgical intervention may be undertaken to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2019 where the ipg was explanted and replaced. Effective therapy restored.